Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer reported a blood glucose reading of 484 mg/dl prior to being hospitalized. The customer stated that her blood glucose levels elevated due to the tape not sticking, causing the infusion set to dislodge from her insertion site. Nothing further was reported.